Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access instrument. The erroneously elevated accu tni result was 0.51 ng/ml. The elevated accu tni result was not reported out of the lab. The customer retested pt sample for accu tni and the accu tni result was 0.000ng/ml. The customer did not provide any additional info regarding this event. There has been no change to pt treatment that can be attributed to this event.